Event description:
Customer reported a device error service required message and power supply failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.